Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray mapping catheter and the device stopped irrigating midway through the procedure. No errors were noted on the ngen system. The correct catheter settings were selected on the generator. The device stopped irrigating when the catheter was placed into a different sheath, and no fluid was coming out. Troubleshooting involved removing the tubing and re-plugging it, but the blockage remained. The device had been flushing properly at the beginning of the case, and there were no kinks in the tubing. Once the catheter was replaced, irrigation resumed correctly with the same tubing. The procedure continued and subsequently completed. No patient consequences were reported.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 29-may-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray mapping catheter and the device stopped irrigating midway through the procedure. No errors were noted on the ngen system. The correct catheter settings were selected on the generator. The device stopped irrigating when the catheter was placed into a different sheath, and no fluid was coming out. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test due to the irrigation tube was found folded at the tip area. A manufacturing record evaluation was performed for the finished device 31532003l number, and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the irrigation tube folded could not be determined. The instructions for use (IFU) contain the following information: prior to inserting the catheter into the body, flush the catheter with heparinized normal saline. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the irrigation luer when the catheter is in the body. A rate of 2 ml/min is recommended. If the catheter is removed from the body, flush the catheter before reinserting it. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).